Event description:
The customer reported the system will not save images. No pt injury was reported.

Manufacturer narrative:
The ge service rep exchanged hard drive, loaded software, and calibrated the files. He checked operation. System operating as intended.